Event description:
It was reported by a physician that a vns patient was found to have their generator disabled upon interrogation for all modes of stimulation. All other parameters were unchanged and only output current was zero. It was stated seizure detection was enabled and autostim is on. It was stated that there were different values on the summary and parameters window of the tablet. Interrogation was attempted again and showed the same 0 ma. The output current was attempted to be adjusted but could not be higher than 1 ma due to the patient's tolerability. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. In this case the autostim output current mode was programmed greater than the magnet output current. Once the autostim output current was decreased to an output current less than the magnet mode output current, the vns pulse therapy was enabled. The programming history data for the device was analyzed and confirmed that a burst watchdog disablement had occurred. After re-programming the device so that the autostim output current was less than the magnet output current, it was confirmed within the programming history that the vns therapy was re-enabled. No additional relevant information has been received to date.